Manufacturer narrative:
(B)(4). We received (B)(4) easypump ii lt 100-50-s in original packaging. The received samples were taken to a visual inspection. Damages were not detected at the samples. The samples were filled up to the nominal value and a functional test respectively a leak test was carried out. After waiting for a while the pump did work (solution was running). Leakages were not detected during the test of the samples. The received samples are within our specifications. We have informed our manufacturer accordingly. Statement: in as received condition the sample was taken to visual inspection. Observed no defect. A functional test respectively a leak test was carried out. Observed solution running. Hence we assess this complaint to be not justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): partial infusion of 5fu therapy.